Event description:
It was reported that during routine follow-up this pacemaker was found to be in safety mode. The device was immediately replaced and no complications were reported. The device is expected to be returned.